Event description:
It was reported that during use the right ventricular (rv) lead exhibited high thresholds, with patient pectoral stimulation encountered. The rv lead was scheduled for explant and replacement. During the rv lead revision procedure, the replacement rv lead encountered placement difficulty due to tip fixation problems. The rv lead was removed and replaced with a different lead. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted, and the proximal conductor kinked at 45, 54.5 and 56.8 centimeters and pressing against the distal conductor(not allowing distal conductor to rotate freely and extend). No further helix testing was possible. If information is provided in the future, a supplemental report will be issued.